Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements. Technical services (ts) reviewed the data and determined that the impedance value was greater than 200 ohms, also noting that while the lead is single coil, the shock vector is programmed to a triad setting. Ts was further notified by the clinician that a non-boston scientific subcutaneous lead was implanted last year, and recommended further evaluation in clinic with pocket manipulation, having the patient perform isometrics, and testing serial impedances. No evidence of lead noise has been presented at this time, and no adverse patient effects were reported. This rv lead remains in service.